Event description:
It was reported that the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a lead addition surgery on (B)(6) 2024 due to one of the patient's leads being cut during an unrelated surgical procedure in (B)(6) 2022. Additionally, it was also reported that during the same surgical procedure the ipg was explanted and replaced since the patient had surgery in (B)(6) 2022 without setting the ipg to surgery mode. Effective therapy was restored post-op. It is unknown which lead was cut.